Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the faulty front panel assembly for evaluation. The carefusion fa rep installed the suspect component in a known good unit and power on service mode. The carefusion fa rep reported spots (fluid ingress) are visible on panel screen. The carefusion fa rep reported the touch screen was unresponsive and was able to duplicate the customer¿s alleged issue. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. (B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(6) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in turkey for the return of the alleged faulty front panel assembly for evaluation. The alleged faulty front panel assembly has been received and routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
The distributor in (B)(6) reported that there is a spot on the touch screen and the screen is not working when touched. There was no report of patient involvement.